Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk pci section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella cp with smart assist for use during cardiogenic shock and high risk pci & impella 5.5 with smart assist for use during cardiogenic shock & impella rp smart assist system with automated impella controller section: warnings & cautions: cautions as noted in the impella IFU ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings as noted in the impella IFU ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient¿s vasculature resulted in resistance at the aorta. Reportedly the pigtail was advanced over the stiff wire into the left ventricle, the stiff wire was removed and .018 wire inserted however the wire came out of the side port. The pigtail backed out with the wire out of the side port and the impella cp was backloaded and advanced. During placement in the left ventricle the placement looked off resulting in the wire being removed. The impella catheter was pulled back, and the pigtail was hung on the papillary muscle. The impella was withdrawn but the physician could not recross without the wire. The impella was removed from the oscar sheath and the process repeated, this time the position was reported to look much better. The patient remained on impella support throughout the procedure and upon the procedure completion the patient was rapidly weaned and the impella removed.